Manufacturer narrative:
One device was forwarded to the supplier for evaluation. The device was disassembled and it was confirmed that the face of the ratchet pin was deformed. There was evidence that an attempt was made to remove the pin and it was damaged in the process. In addition the ratchet spring was observed to have been compressed and frozen in this position. The device was soaked in instrument milk and the spring was later loosened after multiple actuations of the device. The condition of the ratchet spring indicates that a lack of lubrication prior to sterilization may have contributed to the reported incident. A review of the device history record did not identify any discrepancies with the manufacture of the device. No additional complaints are on file for this lot number. The root cause can be attributed to improper maintenance. (B)(4).

Event description:
It was reported that the device was not functioning properly. The spring is not able to fully compress, which does not allow the ractcheting lever to engage. The ratchet release pin is too tight. There was no back up device available to complete the procedure. It was reported that the surgeon went to an open procedure.